Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Initial reporter address: (B)(6). Device code 1069 captures the reportable event of basket wire break. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a segura hemisphere basket was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the renal stone was noted to be too hard and broke the basket wire. No part of the device detached inside the patient. Another segura basket was used to complete the procedure. There were no patient complications as a result of this event.